Event description:
Device could not be interrogated. Multiple programmers were attempted. Throughout troubleshooting the green light flashed on the wand when held over the device but interrogation did not begin. Device has not transmitted to home monitoring since (B)(6) 2022. (B)(6) 2022 device explanted. 06 oct 2022 device was returned for analysis.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. Upon receipt, the device was subjected to an electrical analysis, revealing that the device could not be interrogated with a programmer, confirming the clinical observation. In a next step the device was opened to inspect the inner assembly and to check the functionality of the electronic module. During the analysis, it was revealed that the electronic module was damaged. The damage symptoms clearly indicate a temporary high current, probably precipitated by a cardioversion. In general, the device is protected against the high voltage discharge during an external cardioversion but depending on the position of the external cardioversion electrodes and individual patient circumstances a damage of the electronic module cannot be excluded. Next, the battery was sent to the manufacturer for further analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the manufacturing. The battery was subjected to a visual and an electrical inspection as well as a microcalorimetry analysis. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage confirmed a depleted battery and the microcalorimetry analysis showed a normal heat dissipation. In a next step, the battery was opened for destructive analysis. During analysis no internal electrical short was evident. However, the occurrence of a temporary short circuit that contributed to an increased internal self-depletion cannot be excluded. In summary, the analysis of the inner assembly of the device revealed that the electronic module was damaged due to a temporary high current, which was probably precipitated by the external cardioversion. The root cause for the premature battery depletion could not be determined conclusively.